Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID 97755, serial# (B)(6) ,product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97745 controller (ptm) (serial number (B)(6)) revealed broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller was having a lot of problems. Caller clarified they would get error messages to call medtronic (mdt) (details asked, unknown), the controller would just be unresponsive wouldn't come on when they go to use the controller (with nothing plugged in) so they'd have to reset controller to resolve, and while charging, charging would just stop. Caller said the issue started maybe a couple weeks ago, after their last call to patient services (pss). The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient's representative (pt rep). It was reported that all was working after the controller was shipped but they are now seeing system problem rm04. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from a patient's representative (pt rep). Called and mentioned they had got the replacement controller and the replacement recharger antenna (rtm) and mentioned they were using these replacement products and got "system problem: cannot continue: call medtronic: rm04" again two times (once on (B)(6) and again on (B)(6) since they started using the replacement rtm. Pt rep. Reset the controller and reset seemed to resolve the issue. During the call, pt rep. Confirmed they were using the replacement equipment. Pt rep. Inspected the recharger antenna (rtm) cord, plug, and the controller port, but no damage was detected. Pt rep. Reset the controller and then initiated a recharging session with a recharge quality of excellent. Implantable neurostimulator (ins) charge was 50% and controller charge was 100%. Pt rep. Charged for about 5 minutes and rm04 code did not reappear. Patient services specialist(pss) provided some guidelines related to cleaning the controller and rtm contacts and suggested the pt rep. Call back if the issue persisted.